Manufacturer narrative:
Customer service sent a replacement pump to the customer and asked for the return of her old pump for evaluation. The customer was contacted by a complaint handler on multiple occasions, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (CAPA-2025-0027) including published literature, it cannot definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women [2].

Event description:
On (B)(6) 2026, the customer called medela llc and stated that while using the pump in style pro she was diagnosed with mastitis due to poor or insufficient suction. Additionally, she alleged that she was prescribed antibiotics.